Event description:
It was reported that "patient revised due to poly wear and age of implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The pt decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.